Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 10882824. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting a 4 mm wide-necked aneurysm at the internal carotid artery (ica), the prowler select plus microcatheter (catalog: 606s255x / lot#: unknown) was delivered to the middle cerebral artery (mca) and the 4mm diameter x 23mm enterprise® 2 stent (catalog: enc402300 /lot: 10882824) confirmed as delivered via angiography. It was reported that during the stent delivery, the physician was paying more attention to the delivery wire than to the reference marker; the delivery wire was confirmed as pushed all the way, but as a result, the enterprise stent was deployed in the incorrect location. Angiography confirmed that the stent was in the distal of the mca and the microcatheter was confirmed to have become bent in the middle. An additional stent was deployed and was implanted at the desired location. The coiling was commenced, and the procedure was successfully completed without further incident or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The products are not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (10882824) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. Product evaluation and analysis cannot be conducted as the product was not available to be returned. Determination of causes and possible contributing factors could not be made. As such, the investigation will be closed. Failure to deliver the enterprise®2 stent to the intended site is known potential complication associated with the use of the enterprise 2 stent and is listed in the instruction for use (IFU). The IFU instructs the user to position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU warns the user to not deploy the stent if it is not properly positioned in the vessel. The root cause of the events cannot be conclusively determined; however, it appears that procedural and handling factors, including device manipulation, may have contributed to the reported event. The complaint information documented that the physician¿s focus was more on the delivery wire than on the reference positioning marker while the stent was being delivered. This is the likely cause of the stent being placed in the incorrect location. Since the inaccurate placement resulted in an additional stent being placed to adequate cover the neck of the aneurysm and help hold the coils in place, the enterprise event meets the required criteria for MDR reporting as a ¿serious injury¿. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 4/14/2019. The following sections have added / updated information: initial reporter title, first and last names were added, initial reporter occupation was updated. Initial reporter phone: (B)(6). Conclusion: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting a 4 mm wide-necked aneurysm at the internal carotid artery (ica), the prowler select plus microcatheter (catalog: 606s255x / lot#: unknown) was delivered to the middle cerebral artery (mca) and the 4mm diameter x 23mm enterprise® 2 stent (catalog: enc402300 /lot: 10882824) confirmed as delivered via angiography. It was reported that during the stent delivery, the physician was paying more attention to the delivery wire than to the reference marker; the delivery wire was confirmed as pushed all the way, but as a result, the enterprise stent was deployed in the incorrect location. Angiography confirmed that the stent was in the distal of the mca and the microcatheter was confirmed to have become bent in the middle. An additional stent was deployed and was implanted at the desired location. It was confirmed that there was no difficulty with the deployment of this second stent. The coiling was commenced, and the procedure was successfully completed without further incident or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The products are not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (10882824) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. Product evaluation and analysis cannot be conducted as the product was not available to be returned. Determination of causes and possible contributing factors could not be made. As such, the investigation will be closed. Failure to deliver the enterprise®2 stent to the intended site is known potential complication associated with the use of the enterprise 2 stent and is listed in the instruction for use (IFU). The IFU instructs the user to position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU warns the user to not deploy the stent if it is not properly positioned in the vessel. The root cause of the events cannot be conclusively determined; however, it appears that procedural and handling factors, including device manipulation, may have contributed to the reported event. The complaint information documented that the physician¿s focus was more on the delivery wire than on the reference positioning marker while the stent was being delivered. This is the likely cause of the stent being placed in the incorrect location. Since the inaccurate placement resulted in an additional stent being placed to adequate cover the neck of the aneurysm and help hold the coils in place, the enterprise event meets the required criteria for MDR reporting as a ¿serious injury¿. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Reporter: the initial reporter phone and email address are not available / reported. (B)(4). Failure to deliver the enterprise®2 stent to the intended site is known potential complication associated with the use of the enterprise 2 stent and is listed in the instruction for use (IFU). The IFU instructs the user to position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU warns the user to not deploy the stent if it is not properly positioned in the vessel. The root cause of the events cannot be conclusively determined; however, it appears that procedural and handling factors, including device manipulation, may have contributed to the reported event. The complaint information documented that the physician¿s focus was more on the delivery wire than on the reference positioning marker while the stent was being delivered. This is the likely cause of the stent being placed in the incorrect location. Since the inaccurate placement resulted in an additional stent being placed to adequate cover the neck of the aneurysm and help hold the coils in place, the enterprise event meets the required criteria for MDR reporting as a ¿serious injury¿. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure targeting a 4 mm wide-necked aneurysm at the internal carotid artery (ica), the prowler select plus microcatheter (606s255x / lot#: unknown) was delivered to the middle cerebral artery (mca) and the 4mm diameter x 23mm enterprise® 2 stent (enc402300 /10882824) confirmed as delivered via angiography. It was reported that during the stent delivery, the physician was paying more attention to the delivery wire than to the reference marker; the delivery wire was confirmed as pushed all the way, but as a result, the enterprise stent was deployed in the incorrect location. Angiography confirmed that the stent was in the distal of the mca and the microcatheter was confirmed to have become bent in the middle. An additional stent was deployed and was implanted at the desired location. The coiling was commenced, and the procedure was successfully completed without further incident or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The products are not available to be returned for evaluation.